Event description:
The dexcom g6 sensor has been on me for three days, and they last ten days before needing replaced. My blood sugar levels have been perfect throughout the day: ranging from 77-110. After eating, I saw that my blood sugar levels remained under 110, so I manually checked my levels on a. One touch device. My reading was 432. This issue is a recurrence of an event that has happened on three previous occasions within the past year. I have spoken to dexcom on this and all I have been told is for them to ship a replacement sensor, but the frequency of this is concerning. Further, the dismissive nature of a replacement being issued to me with no noticeable indication of a concern of their unworkable product.